Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker's longevity was observed to have decreased from seven years remaining to one year remaining over the course of a single year. It was hypothesized that the battery was exhibiting premature depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This device has been received for analysis.

Event description:
It was reported that this implantable pacemaker's longevity was observed to have decreased from seven years remaining to one year remaining over the course of a single year. It was hypothesized that the battery was exhibiting premature depletion. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This device is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that this implantable pacemaker's longevity was observed to have decreased from seven years remaining to one year remaining over the course of a single year. It was hypothesized that the battery was exhibiting premature depletion. An upcoming surgical replacement procedure was scheduled within three months to resolve the event. At this time, the device remains implanted and in-service. No adverse patient effects were reported.